Event description:
Suffered from an anaphalactic reaction following dental work - routine filling. Had rubber dam in mouth, dr and hygenist used latex gloves. Within 20 mins of termination of the procedure, rptr suffered respiratory symptoms, total body hives, rash on neck, intense body itching, and severe distress in all areas of functioning.